Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "target device shows signs of wear. Misdrilling occurred during surgery. Assembly outside the or - all products appear to work."

Manufacturer narrative:
The reported event could not be confirmed, since the device was returned and found to be functional. The received items show traces of a long and intense use identified by the general appearance of the surface. The targeting arm shows signs of frequent usage as the general appearance of the white printings, which turned from white to fawn, is an indication of high sterilization cycles. The nail handle shows signs of frequent and intense use from the scratches and dent marks available on the device. A functional inspection was performed with the received targeting arm, fixation screw, nail handle, sample nail and drill. All nail holes of a sample nail were passed by a sample drill without nail contact; the reported misdrilling was not reproducible. Sample nails could be assembled and disassembled as intended. The alleged guidance inaccuracy could not be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Referring to the very long period since manufacturing [manufactured in 2010] the device has fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. Based on the investigation and nothing reported during pre-operative check [required per IFU] the root cause can be attributed to user related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "target device shows signs of wear. Misdrilling occurred during surgery. Assembly outside the or - all products appear to work."